Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported extension legs deformation and collapse as no objective evidence was provided for review. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, glidepath hemodialysis catheter lumens were observed to compress and collapse at the clamp site prior to dialysis and during dialysis treatment. Despite repositioning the clamp, memory creases persisted, indicating a potential material or manufacturing defect. The malfunction led to delays in dialysis treatment and inadequate therapy delivery. There is a potential risk of hemolysis due to kinks in the catheter, which could result in mild temporary harm to the patient. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) are adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. A1, d1, d2, d2b, d4 (unique identifier (UDI) #, medical device manufacturer, medical device catalog, medical device lot #), g1, g3, h6 (patient, device) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for a catheter placement procedure using glidepath. During the catheter placement procedure, hemodialysis catheter lumens were observed to compress and collapse at the clamp site prior to dialysis and during dialysis treatment. Despite repositioning the clamp, memory creases persisted, indicating a potential material or manufacturing defect. The malfunction led to delays in dialysis treatment and inadequate therapy delivery. There is a potential risk of hemolysis due to kinks in the catheter, which could result in mild temporary harm to the patient. There was no reported patient injury.

Event description:
It was reported cvc line lumens compressing and collapsing before dialysis at clamp site and during dialysis treatment. Memory creases remain despite efforts to remove by changing clamp positioning. Delay to treatment/therapy, patient not receiving adequate dialysis due to same. No invasive procedure performed. Catheter was not explanted. The exact number of occurrences was not provided by the complainant.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.